Manufacturer narrative:
For the reported failure mode binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector can also be contributing factors.

Event description:
It was reported that during surgery the first bone pin was inserted in femur through the tissue protector and became stuck when doctor tried to remove the protector. Tried to back out the bone pin by reversing the drill and the head of the pin snapped off into the pin driver. This left the broken pin inside the tissue protector and pin still stuck in femur. It was noticed the pin would not turn within the protector and therefore the only way for doctor to remove the pin was to turn the entire tissue protector around enough times to unthread the pin manually from the femur. Delay of 30 minutes and no patient injuries reported.

Manufacturer narrative:
Correction: b1, b2 and h1 were updated to report type adverse event.